Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection with sepsis. Reportedly, the patient's foot wound was suspected as the root cause. The transesophageal echocardiogram (tee) procedure revealed that the vegetation was found on the rv lead. There were no additional adverse patient effects reported. The rv lead was explanted.